Event description:
Event description guidant received information that the patient with this device was hospitalized and experienced syncope and shortness of breath due to elevated threshold measurements resulting in loss of capture. The auto capture feature was on, however the device had been in retry greater then 40% of the time.